Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of the available programming and diagnostic history. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). The patient was referred for surgery but no known surgical interventions have occurred to date. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. A suspect area was identified distal to the tie-down.

Event description:
Clinic notes were received indicating that the vns patient had been seizure-free for two years until she experienced a seizure in (B)(6) 2014. The patient stated that she was unable to perceive stimulation on-times. The patient¿s device was tested during an office visit on (B)(6) 2015 and diagnostics showed high impedance and a low battery condition.